Event description:
It was reported a pericardial effusion (pe), cardiac tamponade and a cardiac arrest occurred. The procedure was cancelled. During a pulse field ablation pulmonary vein isolation procedure, a versacross connect for faradrive kit was selected for use. The physician opted to use a non-boston scientific j-tip guidewire (amplatz) to exchange the short sheath for the faradrive sheath with connect dilator. The sheath and dilator were advanced even though the wire did not appeared to reach high superior vena cava (svc) on fluoroscopy. Upon getting ready for transseptal access, the anesthesia provider notified the physician there was an acute drop in patient's blood pressure. The physician then checked pericardial space on intracardiac echocardiography (ice) and noted a large effusion behind the right atrium and right ventricle. The procedure was then cancelled. The physician then withdrew the sheath, dilator and wire, and called for a pericardial tap. A subsequent open chest surgery was performed. The device is not expected to be returned for analysis (disposed). Neither wire reached the svc. The versacross device did not malfunction or cause any issues or contributed to the patient complication, as per the physician. It can be estimated that the complication happened during the insertion of the non-boston scientific wire into the heart to exchange out the short 11f sheath for the faradrive sheath and versacross dilator. This is where the physician struggled and could be when the perforation may have happened. It appeared on fluoro that the non-boston scientific wire kept heading into the ra and never up the svc. Transseptal puncture was not performed. There was a large effusion noted on ice behind the ra and rv. There were multiple attempts of sweeping back and forth on the septum to visualize the dilator tip on ice, was able to visualize once, low on septum/limbus. There was no drop from svc as we were never fully up the svc, but yes multiple drops onto septum. The rf wire was within the dilator when the effusion was noted but the tip was not exposed outside. The patient is currently in (B)(6) ICU. The initial effusion became a tamponade and eventually a pea arrest.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.